Event description:
It was reported that the patient underwent a non-device related surgery in which electrocautery was used. Since the surgery high impedances were noted on their spinal cord stimulation (scs) leads, and the patient lost coverage of his right-side pain. The patients system was reprogrammed however the issue persisted. The patient underwent a revision procedure in which the leads were replaced. The patient is recovering as expected. The explanted devices will not be returned as they were retained by the customer. Additional information was received that the patient is enrolled in a scs clinical study ((B)(4) relief). The event was assessed as not procedure related.

Manufacturer narrative:
Update to initial MDR in blocks b5 and g2. Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075999.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7075999.

Event description:
It was reported that the patient underwent a non-device related surgery in which electrocautery was used. Since the surgery high impedances were noted on their spinal cord stimulation (scs) leads, and the patient lost coverage of his right-side pain. The patients system was reprogrammed however the issue persisted. The patient underwent a revision procedure in which the leads were replaced. The patient is recovering as expected. The explanted devices will not be returned as they were retained by the customer. Additional information was received that the patient is enrolled in a scs clinical study (B)(6). The event was assessed as not procedure related. Additional information was received that the relationship to the device was reported as not related. The relationship to device stimulation was reported as probable.

Event description:
It was reported that the patient underwent a non-device related surgery in which electrocautery was used. Since the surgery high impedances were noted on their spinal cord stimulation leads, and the patient lost coverage of his right-side pain. The patients system was reprogrammed however the issue persisted. The patient underwent a revision procedure in which the leads were replaced. The patient is recovering as expected. The explanted devices will not be returned as they were retained by the customer.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: (B)(6). Artg: 275241.

Event description:
It was reported that the patient underwent a non-device related surgery in which electrocautery was used. Since the surgery high impedances were noted on their spinal cord stimulation (scs) leads, and the patient lost coverage of his right-side pain. The patient's system was reprogrammed however the issue persisted. The patient underwent a revision procedure in which the leads were replaced. The patient is recovering as expected. The explanted devices will not be returned as they were retained by the customer. Additional information was received that the patient is enrolled in a scs clinical study (a7007 relief). The event was assessed as not procedure related. Additional information was received that the relationship to the device was reported as not related. The relationship to device stimulation was reported as probable. Additional information was received that the relationship to the device was reported as related.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075999, UDI: (B)(4).